Event description:
A medtronic rep reported that the spine clamp screw is stripped. There was no impact to the pt outcome reported.

Manufacturer narrative:
The device manufacture date was unk as no lot number was provided and the site decided not to return the device. The site has decided to not replace the clamp at this time. No return is expected.